Manufacturer narrative:
Qn#(B)(4). The reported complaint for the "ap cal key missing or damaged alert" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "lack of ap waveform on iabp. Waveform returned with aspiration and flush of ultraflex iab. [The user] then mentioned they'd received an "ap cal key missing or damaged"alert on a fiber optic iab. Fos was able to zero despite alert. They had removed and exchanged the fiber optic iab". No patient injury or consequence reported. The patient current condition is reported as "fine".

Event description:
It was reported "lack of ap waveform on iabp. Waveform returned with aspiration and flush of ultraflex iab. [The user] then mentioned they'd received an "ap cal key missing or damaged"alert on a fiber optic iab. Fos was able to zero despite alert. They had removed and exchanged the fiber optic iab". No patient injury or consequence reported. The patient current condition is reported as "fine".

Manufacturer narrative:
(B)(4).